Event description:
Additional information was received. The pipeline ped 500 was not placed in a vessel bend when it failed to open; resheathing was the only additional maneuver attempted, resistance was noted with the ped 500 at the distal end of the microcatheter, accordion damage to the microcatheter was observed after removal of the ped 500, and the causes of both the delivery resistance and the microcatheter damage could not be determined.

Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Upon review review, this event was not life threatening; did not results in permanent impairment of a body function or permanent damage to a body structure; or necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information clarified that only a single marksman catheter was used in the procedure.

Event description:
Additional information received. Both pipeline devices encountered resistance, and the marksman was replaced for the second delivery. The patient's vessel tortuosity was ¿relatively¿ tortuous. It is undetermined whether flow diversion will be re-attempted or if a different treatment modality will be used; this will be reassessed after three months.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated h6 updated. Based on review of existing and additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that "stent fell off" meant that the stent was detached from the pushwire prematurely, however, the exact timing is unknown. The cause of the ped-475 detachment was not determined. The cause of the suboptimal positioning was not determined. The cause of the ped-500 failure to deploy was not determined; the operator is an experienced surgeon who has performed more than 100 pipeline deployments. It was reported that there was significant resistance in the distal section of the microcatheter during the delivery process. A continuous saline flush was administered and maintained as indicated in the IFU. The distal tip of the catheter exhibited accordion-like deformation after removal. The pushwire was not rotated or pulled back at anytime during the procedure. The tip end of the catheter was moved because the stent was not fully opened and could not anchor to the vessel, however, the device did not jump during deployment and multiple pipeline devices were not being used when movement occurred. It was clarified that the surgery was ultimately abandoned, and the patient was rescheduled for treatment.

Manufacturer narrative:
H3 product analysis: drawing(s) referenced: n/a as found condition: the pipeline flex was returned inside the inner pouch, bio-hazard bag, and shipping box. The marksman catheter was not returned as it was discarded. Damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. Both the distal hypotube and the ptfe shrink tubing were also intact, with no signs of elongation. The braid was found to be detached from the pushwire, with both the distal and proximal ends of the braid open and frayed. No defects were observed in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. No other anomalies were noted. Testing/analysis: n/a conclusion: based on the returned devices, the customer's report of "device opens prematurely" was confirmed, as the braid was found to be detached from the pushwire. While the root cause could not be definitively determined, a possible contributing factor might be the repositioning of the pipeline flex device after deployment past the resheathing marker. The customer noted that the ped-475 stent position for deployment and positioning was suboptimal, and the entire stent fell off. The operator attempted to retrieve the entire stent, but it became dislodged during the retrieval process. According to our instructions for use: ¿do not attempt to reposition the pipeline flex with embolization device after deployment past the resheathing marker.¿ the report on the customer's complaint of "difficult placement/positioning" was not confirmed. The root cause could not be determined. Possible causes include high force delivery, over-manipulation, and resistance during delivery. The customer report of "resistance stuck during resheathing" was not confirmed, as the pipeline flex was returned without the marksman catheter. No damage was found with the pushwire. The distal and proximal ends of the braid was found open and frayed. Damage to the braid may result from resheathing more than twice, over-manipulation, deployment technique, or deploying/retracting the delivery wire against resistance. However, the cause of the braid damage could not be determined. Possible causes of resistance might include vessel tortuosity and a lack of continuous flush with heparinized saline during the procedure. The customer indicated that the vessel's tortuosity was moderate and that a continuous flush was used, ruling out those factors as potential causes. The cause of the resistance could not be determined. Since the catheter was not returned, any contribution it made to the resistance issue could not be assessed. The marksman catheter appeared to be compatible for use with the pipeline flex delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: ped-500-18 (d061249). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm located at left ophthalmic artery with a max diameter of 5 mm and a 3.5 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 4.1mm distally and 4.95mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was within target range. It was reported that the ped-475 stent position for deployment and positioning was suboptimal, and the entire stent fell off. The operator attempted to retrieve the entire stent, but it became dislodged during the retrieval process. Then it was removed. The angiographic result post procedure showed that the blood flow was unobstructed. Another ped-500 stent was used, the tip end and mid-section of the stent failed to deploy. Despite numerous repeated attempts, deployment was still unsuccessful. Ultimately, the procedure ended without treatment being performed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a marksman microcatheter (lot#: 228123023), navien sheath (lot#: b777521).